Event description:
It was reported that the cancer treatment bags come prefilled with specific volumes that are entered into the infusion machine as part of the setting process prior to administration. The usual process of entering the treatment volumes and time for infusion was done as per the normal process. The bag emptied and machine alarmed with air-in-line well past the infusion machine chamber before the infusion machine started to beep to alert the nurse. It is extremely difficult to then clear the air in line because air is in about 2/3 of the line. The machines seem to be sensing air in the line too late. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the cancer treatment bags come prefilled with specific volumes that are entered into the infusion machine as part of the setting process prior to administration. The usual process of entering the treatment volumes and time for infusion was done as per the normal process. The bag emptied and machine alarmed with air-in-line well past the infusion machine chamber before the infusion machine started to beep to alert the nurse. It is extremely difficult to then clear the air in line because air is in about 2/3 of the line. The machines seem to be sensing air in the line too late. There was no harm to the patient.

Manufacturer narrative:
Omit: medical device serial #, device manufacture date, c20 - no findings available. Correction: medical device catalog #, unique identifier (UDI) #, medical device model #, concomitant med prod data. Additional information: imdrf annex a,b,c and g codes.